Manufacturer narrative:
If explanted; give date: n/a (not applicable). The lens remains implanted. (B)(6). Device evaluation: the device was not returned for evaluation as it was implanted. The reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was noticed that the haptics got stuck to the posterior part of the optic. The lens was implanted. There was a delay in the procedure. There was no patient injury. Initially three lenses were reported as impacted by the same issue. This report captures the event for #1 of 3. No additional information was provided to abbott medical optics.